Manufacturer narrative:
Operator of device and initial reporter also sent reports to FDA are unknown; no additional information was received. The pump was returned for evaluation. A visual evaluation revealed dried fluid down backside of pump, cracked top case corners, and chipped right plunger case. Functional and delivery testing was performed and the pump turned on normally and the syringe detection issue could not be duplicated. No problems were found; therefore no root cause was identified. The battery was replaced as a preventative measure. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not power on, and would not detect the syringe. No patient injury was reported.